Event description:
When they were drilling for the inferior lag screw the tip of the cannulated drill broke off.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device was discarded.